Event description:
The patient post-treatment follow-up form at 48 months for the right (od) was received and indicated the patient had cataract surgery. Additional information obtained for the surgeon's office stated "asc cataract was pre-operative condition. The lens was explanted on (B)(6) 2013. The patient prognosis was good.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search revealed there were no similar complaints found within work order. (B)(4).

Manufacturer narrative:
Method - medical review. Results: reportedly icl was explanted four years postoperatively to address cataract development according to the dcr ,an iol was implanted at the same surgery date and patient prognosis was good. Even though, the reported cataract was anterior subcapsular type, it was not attributed to the device but to the patient pre-implantation condition("pre-existing early cataract has worsened slowly").this information about pre-existing condition was already documented in the communication record dated on (B)(6) 2011. Per dfu, "the safety and effectiveness of the staar visian icl for the correction of moderate to high myopia has not been established in patients with: progressive sight-threatening disease other than myopia." Given the information that at the time of the implantation the patient was (B)(6) and visian icl is indicated for implantation in adults 21-45 years of age, as well as the information about progressive cataract noted before icl implantation, it is device related in origin. (B)(4).